Event description:
The customer reported that the system was difficult to steer. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The steering linkage was cleaned and regreased. The bearings were replaced during the service call. The system was tested and found to be working as intended and put back into service.